Manufacturer narrative:
Analysis of the fiber revealed a fiber appeared unused. It was noted by the customer that the fiber was noticed to be "broken out of the box". It was also noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that the fiber would have operated according to specification if used. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that the fiber was final packaged in the broken condition noted by the customer. In addition to confirming the part and lot number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on 03/24/2017. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. It is unknown why the customer indicated that the fiber was "broken out of the box" when there was no sign of use or damage to the fiber. Unable to confirm customer complaint. No fault found with returned fiber.

Event description:
"Sales rep (B)(4) called in stating that the customer contacted him reporting that one of the facility's hlfdbx0270c laser fibers was broken out of box." Dornier medtech america was notified of the incident on 08/29/2017.